Manufacturer narrative:
The product was returned for an investigation. The complaint was not confirmed. This is the final report.

Event description:
A customer reported she received on her fs freedom blood glucose meter a reading of 269 mg/dl (or 264 mg/dl) at 7:45 am on (B)(6) 2010 and thought the reading was higher than she felt. Due to the reading obtained, the customer reportedly adjusted her insulin intake, left the house at the same time (11:45 am) and while driving her car, she felt disoriented and then the next thing she remembered was the paramedics calling her name and asking her questions. The customer reportedly lost consciousness, and according to the customer's report, her blood sugar was low (reading was not reported). The paramedics reportedly treated the customer with an intravenous glucose solution, but she was not transported to a health care facility and no further third-party medical intervention was required. In addition, the customer reported she ate food and drank a diet beverage to alleviate her symptoms. There was no report of death or permanent impairment associated with this event.